Event description:
The manufacturer received information alleging patient has developed tachycardia, believes from device, related to bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.